Manufacturer narrative:
Other relevant device(s) are: axf2828w29xh, (B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the annual CT scan showed there was a significant enlargement of the previously treated aneurysm to 9.1 cm. An angiogram was performed and revealed a type iii endoleak between the bifurcated device and the cuff. The physician decided to treat the endoleak with eight aptus endoanchors. There was no evidence of the endoleak on the final angiogram. Per the physician, the cause of this event is unknown.

Manufacturer narrative:
Product analysis results are: the exact cause of the type iii separation endoleak between the bifurcate stent graft and the cuff leading to aneurysm enlargement could not be conclusively determined. The pre-implant films, films during the index procedure, additional post implant follow up films, and films during the secondary intervention were not provided. The anatomy information at implant was unknown. The films returned were non-contrast so the type iii separation endoleak could not be assessed. The reported aptus blue failure light was flashing were not visualized in the films provided.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.